Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2011, and a revision procedure of (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ions. A review of invoice history confirmed the initial arthroplasty of (B)(6) 2011. A review of invoice history further indicates that a revision procedure was performed on (B)(6) 2012, where cement molds were implanted suggesting infection. Additionally, invoice history indicated a revision procedure was performed on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 5 states, ¿ periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-02925 / 02928).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2011, and a revision procedure of (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ions. A review of invoice history confirmed the initial arthroplasty of (B)(6) 2011. A review of invoice history further indicated that a revision procedure was performed on (B)(6) 2012, where cement molds were implanted suggesting infection. Additionally, invoice history indicated a revision procedure was performed on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2012 reports patient was revised due to infection. Revision op report notes purulence around the superior margin of the acetabular cup with septic loosening of the cup, thickened abnormal posterior capsule, and thickened anterior capsular structures with scar tissue throughout.